Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a mucosectomy procedure performed on (B)(6) 2025. During the procedure, the ligator was installed on the device, but when the bands were released, they did not release correctly, resulting in two bands broken and remaining in the gastrointestinal tract. The endoscope was then removed, and it was verified that the ligator was not working, even though it had been correctly installed on the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h2 (additional information): block a1( patient identifier ), block a2 (age at time of event, unit of measure - age), block a3a (sex) block a3b (gender), block e3 (occupation), block b5, and block e1 ( initial reporter title, initial reporter first name, initial reporter last name, and initial reporter phone) have been updated based on the additional information received on may 2, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a mucosectomy procedure performed on (B)(6) 2025. During the procedure, the ligator was installed on the device, but when the bands were released, they did not release correctly, resulting in two bands broken and remaining in the gastrointestinal tract. The endoscope was then removed, and it was verified that the ligator was not working, even though it had been correctly installed on the device. There were no patient complications reported as a result of this event. Additional information received on may 2, 2025: the anatomy location is in the esophagus.